Event description:
It was reported that the provisional was found fractured after sterilization. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The returned provisional exhibited signs of repeated use, the medial side of the post was fractured and the dovetail feature was compressed. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.